Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reset the pump on their own, and the customer support team instructed them to continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood these instructions.